Manufacturer narrative:
The explanted device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that a mitral valve was explanted after an implant duration of eight (8) years due to pannus and stenosis. This was replaced with a 29 mm bioprosthetic valve. Upon weaning from cardiopulmonary bypass, the patient experienced severe coagulopathy. This was resolved and tee revealed no valvular insufficiency nor paravalvular leak and improved cardiac function. The patient was returned to the ctr unit in stable condition.

Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, the customer report of pannus growth was confirmed. Host tissue was moderate to heavy on the tissue inflow, outflow, and at the stent outflow. Host tissue fused the leaflets at the commissure on the outflow aspect and folded the free margin of a leaflet onto itself. The x-ray demonstrated calcification. Minimal to moderate calcification was observed in the cusp area of two (2) leaflets and in the free margin of all three (3) leaflets. Incidental findings: thrombus was observed on a leaflet on the inflow and outflow aspects. Wireform distortion was observed on a commissure; these damages are likely due to implant or explant. Method: x-ray. The clinical observation could be confirmed as host tissue and calcification restricted mobility in the leaflets and led to stenosis. Many factors contribute to calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, nor are the causes of calcification fully understood, the root cause for this event cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.